Event description:
Physician used electrocuatery directly over device. Afterwards, attempted to reset the device which was in backup mode using ics 3000. Programmer crashed during reset, used tms 1000, but was unable to communicate with the device. Retrieved ics 3000 (504.u) from car, but that device would not boot up. Had physician reopen pt (still in sterile field) and remove the pacamaker and replace with new philos ii dr. Which communicated with both the ics and tms programmers.